Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the central handle of light head detached during cleaning. There was no injury reported however we decided to report the issue based on the potential and any parts falling off into sterile field or during procedure may cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification as the cover shouldn¿t detach and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. The most likely root cause of the issue is related to deterioration of the fixing holes, tearing the threads, due to excessive loads applied on the handle. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with powerled surgical light. As it was stated, the central handle of light head detached during cleaning. There was no injury reported however we decided to report the issue based on the potential and any parts falling off into sterile field or during procedure may cause a contamination.